Event description:
This 47 yr old female underwent bilateral silicone gel implantation in 1970 with breast implants. The specifics of the implant identification is not known to this reporting facility as the surgery was performed elsewhere. She has developed baker IV capsules as well as chemical sensitivities and systemic problems which she feels are related to the silicone. Gross exam: both implants have pinpoint perforations which exude a gelatinous tenacious fluid.